Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and moderately calcified iliac artery. A 9.0 x 40, 75cm mustang balloon was advanced for dilation. However, during the first inflation at 6 atmospheres, the center part of the balloon ruptured. The device was removed and the procedure was completed with another of the same device. There were no patient complications as a result of this event, and the patient was in good condition post-procedure.

Manufacturer narrative:
D2b - pro code (product code): fge, lit. E1 - (B)(6). G4 - premarket / 510(k) #: k141521, k141597.